Event description:
On (B)(6) 2021, it was reported by an arthrex employee via email that an ar-8919ds tightrope implant system sterile packaging was not completely sealed. This was discovered during a procedure on (B)(6) 2021. Surgeon used a new product to complete case successfully and the patient was not affected.

Manufacturer narrative:
The complaint was unable to be confirmed. One unpackaged ar-8919ds was received for investigation. Visual inspection concluded without the observance of any damage to the returned components. As the packaging was not returned, the condition of the seal could not be assessed. No problem found.